Event description:
It was reported that there was a pump volume discrepancy. The actual residual volume (23 ml) was greater than the expected residual volume (17.2 ml). A change in therapy effect was reported and the pt was not getting as "good of relief with this pump as first pump." Pump logs were read "are ok". The drug, dosage and concentration were unk. The pt's status was unavailable at the time of this report. Additional info has been requested and will be made as follow-up as it becomes available.

Manufacturer narrative:
(B)(4).